Manufacturer narrative:
A sample was not returned for evaluation, however, the customer provided a photo for investigation. A photo inspection showed an eclipse¿ needle sample with the safety shield unassembled to the c-collar. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6252556. Although the customer's photo showed the reported defect, without a sample, an absolute root cause for this incident cannot be determined. Additionally, CAPA 91567 has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during the collection of a positive blood culture with a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, the safety shield fell down while the user was trying to close it and resulted in a contaminated needle stick injury. It is unknown if medical intervention was provided.